Manufacturer narrative:
The device will not be returning for evaluation, as the device was disposed of by the hospital. Additional information notes that the pump was later exchanged due to the same issues observed since implant (reference MFR report # 0002916596-2013-01599 for lvad). No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient had elevated power, elevated bnp and ldh levels since implant. It was also reported that the original outflow graft was replaced with a new outflow graft due to placement/positioning of the organal outflow graft.